Event description:
It was reported that during unloading the cot out of the ambulance it was observed, that the legs on the head end did not fully extend because the green gas dampener was leaking. No pt or caregiver injury.

Manufacturer narrative:
Green gas dampener.